Event description:
It was initially reported that the physician's handheld computer was freezing at the interrogation screen, which was resolved with a soft reset. The physician later called reporting that the issue is still occurring and requested a replacement handheld computer. This is a known event to occur, which is resolved by a computer reset. The device has yet to be returned to the manufacturer for analysis.